Event description:
It was stated that the insulin pump alarmed low battery after a battery change. The customer changed the battery again and now the screen is blank. Troubleshooting was performed and the screen remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact.